Event description:
Per the clinic, the patient experienced a recurrent infection (biofilm) at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Explant is planned but has not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted april 28, 2026, due to previous reported issue. It is unknown if there are plans to reimplant the patient as of the date of this report

Manufacturer narrative:
Per the clinic, the patient underwent skin thinning surgery under general anaesthetic on (B)(6) 2026. The implanted device remains.